Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot meets all released criteria. Sample analysis: no sample has been received by fmc. The product complaint is not confirmed. Corrective action: sample has been received by fmc. The product complaint is not confirmed. Corrective action: sample was not available. The complaint is deemed as not confirmed. Fmc na will continue to monitor trends and defect per current procedure. Since the complaint could not be confirmed, no corrective action is documented at this time relating to this complaint. Add'l info: (B)(6) 2008, date of birth: (B)(6) 2008. Device info: twister line. Device MFR: fresenius (B)(4). Date of implant: (B)(6) 2008. (B)(4).

Event description:
Received a medwatch report from a hemodialysis user facility, who has reported that they noted blood leaking from the twister line. The facility was contacted for additional detail on the event. It was reported that they were not sure whether it was the arterial or venous line affected, and that the event occurred prior to the access flow test. The event happened to occur 30 mins into the dialysis treatment. The facility reported an approx 400 ml blood loss from the leak. Also, when they discovered the leak, they did not return the blood that was contained in the lines, which now resulted in a combined total of 650 ml loss of blood for this event. Once the event was detected, the pt was moved to a new machine, and received the remainder of the dialysis treatment with use of new lines, without further incidence. The pt was discharged to home when the treatment was complete. On the following day, reportedly, the pt did report symptoms of feeling weak. The pt was evaluated at the hospital and received 1 unit of blood. The pt has recovered and continues dialysis at this clinic as an outpatient. The sample has been discharged by the facility. Noted blood leaking from the twister line. Unable to return blood due to defective twister line.